Manufacturer narrative:
The initial MDR 2517506-2017-00378 was filed on april 12, 2017. Additional information (03/22/2017): service was performed over multiple visits. Siemens service engineers (cse) replaced the integrated multisensor technology (imt) port, sample drain, imt cable, imt tower, waste assembly tubing, imt pump, grounding kit for pump panels, 2 way valve on imt pump panel, imt pump panel syringes, all imt tubing, diluent cap & tubing, sample level sense printed circuit board, salt bridge cap and tubing, imt port and 3-way valve, sample pump panel, imt pump panel, and imt sensor. The customer replaced the imt sensor and flush due to discrepant results. The customer did not provide any data for the discrepancy. The cause of the discordant sodium results is unknown.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample tubing. The cse primed the system and the customer performed a system check and quality control, resulting within specifications and range. Siemens is investigating the event.

Event description:
Discordant, falsely depressed sodium results were obtained on three patient samples on a dimension exl instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument. For sample ids (B)(6), the results were higher. For sample ID (B)(6), the repeat result was lower. The customer repeated all three samples on an alternate dimension exl instrument, resulting higher. The customer sent out the alternate instrument results to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely depressed sodium results.